Event description:
The manufacturer received information alleging the lcd screen was damaged on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd screen was replaced to address the issue. Additional findings not related to the malfunction/issue with contamination in the motor blower and flow sensor assembly. The motor blower and flow sensor assemblies were replaced on the device. The pollen filter was proactively replaced on the device.